Event description:
The customer reported that an 840 ventilator was inoperable. No pt involvement. Covidien tech support engineer (tse) troubleshoot this issue with customer over the phone. The customer could not duplicate the reported failure. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).